Event description:
It was reported that the event was assessed as an event of serious stable angina not related to the study stent and study drug. The outcome of the event was reported as recovered/resolved. No other clinical sequelae were reported.

Event description:
Two endeavor sprint rapid exchange (rx) drug-eluting stents were implanted during the index procedure. Information received indicated that a potential mi occurred 20 months from the index procedure. Ref MFR# 9612164-2012-00238, 9612164-2012-00239.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (mi). (B)(4).